Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds as well as in increase in threshold and impedance as per lead trend. The rv lead remains in use. No patient complications have been reported as a result of this event.